Event description:
The customer reported that during use of this insufflator to perform a laparoscopic bowel procedure, a light illuminated on the insufflator and the user lost visibility to the surgical site. The user obtained a back-up insufflator and the surgery was completed as intended without injury or significant surgical delay.

Manufacturer narrative:
Investigation results: conmed linvatec received information from the manufacturer regarding evaluation of the device. The investigation confirmed that the device did not maintain flow related to failure of the primary and secondary manifold. The tubing set in use at the time of this event was not returned for evaluation. The insufflator instruction manual cautions the user: the insufflator should be inspected before each use. If at any time the unit performs abnormally, remove the unit from service and have it repaired.